Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bladder and bowel. It was reported by the patient that they were implanted on the day prior to the call and that the therapy had worked great so far however they had to turn it down twice because the pulsing feeling was down their left thigh. The patient noted it did not feel like that during the trial. The patient stated they felt stimulation in other areas where the bowel/anus was but that it seemed to be going down their thigh. While on the call patient decreased the amplitude and this eliminated the uncomfortable stimulation. It was then suggested the patient decreased more so the patient decreased from 1.0 v to 0.7v and it seemed to take enough off that thigh part. The patient mentioned they were on program 1 and they were told to try all the programs. It was noted that this change was sudden. As the patient was implanted the day prior to the call they did not know the serial number and the patient had not been registered yet. Additional information was received on (B)(6) 2018. It was reported the patient was experiencing sensation through their spine. There were no further complications reported/anticipated.